Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac perforation requiring a pericardiocentesis. The device evaluation was completed on 20-jun-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-jun-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac perforation requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed in the patient. The physician noticed there was a pericardial effusion present on intracardiac echocardiography (ice), while ablating in the left atrium. The pericardial effusion was confirmed via ice. The medical intervention provided to the patient was a pericardiocentesis, and about 920cc of fluid was removed. The patient is in stable condition. They performed 16 lesions during the procedure, when the injury occurred. There was no greater than 25g of force, there was no lesion longer than 20 seconds, and no impedance rises were observed. Additional information was received. It was discovered during use of biosense webster products. Pericardiocentesis was done. Patient was stable at the time of report. Patient required extended hospitalization because of the adverse event. Transseptal puncture was performed with a baylis nrg needle. Prior to noting the adverse event, ablation was performed. No evidence of steam pop. The event was noticed during ablation, can¿t determine when it occurred. They noticed the effusion after the perforation. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used were 3mm, 3s, 3g-25%, 3mm. No additional filter used with the visitag. Ablation index was used.